Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 system, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high na (sodium) results for one patient on their au5800 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no impact to patient treatment. Customer stated the qc (quality control) was within the laboratory's established ranges prior to the event. Customer reported the initial result was critical high, and repeated the sample on the same instrument with results in normal range.